Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high superior vena cava (svc) defibrillation coil impedance. Artifact was also noted on electrograms with the svc coil incorporated. The patient was anxious about coming into the office for testing. Isometric testing was conducted in other configurations with no oversensing noted on electrograms. The lead remains in use. No further patient complications have been reported as a result of this event.